Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode. Technical services (ts) was consulted and determined that the patient was dependent of the device, and experienced feelings of dizziness while it operated in safety mode due to a lack of atrioventricular synchrony. The device was subsequently explanted and replaced and expected to be returned. No additional adverse patient effects were reported. This pacemaker is no longer in service.